Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances, as an additional clip was implanted to stabilize the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted the patient had barlow disease, a small valve and a floppy septum. One clip was successfully implanted without issues. To further reduce mr, a second clip (00718u390) was implanted without issues. However, it was noted that while implanting the clip, imaging very poor. After the second clip was deployed, it detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.